Event description:
Event description during an implant attempt of this implantable cardioverter defibrillator (ICD) the physician was unable to get pacing or shocking lead impedances. Another device was implanted with no further problems.